Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / left side abdominal pain") and pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine and pyelonephritis. Concurrent conditions included urinary tract infection, nauseous, groin pain and ovarian cyst. Concomitant products included amoxicillin since october 2015, cefalexin (keflex) since july 2015, diphenhydramine since june 2014, famotidine since june 2014, fluticasone since june 2014, ibuprofen from march 2013 to december 2015, lidocaine hydrochloride (lidocaine) since october 2015, magnesium sulfate (magnesium sulphate) since june 2014, methylprednisolone (methylprednisolone) since june 2014, naproxen since december 2015, ondansetron (zofran) since october 2015, oxycocet (percocet) since july 2015 and vicodin since july 2015. On (B)(6) 2013, the patient had essure inserted. In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("dyspareunia") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (unilateral left salpingectomy on (B)(6) 2015,total hysterectomy and (B)(6) 2015) and surgery (B)(6) 2015 robotic assisted total laparoscopic hysterectomy, right salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. In july 2015, the abdominal pain, dysmenorrhoea, menstrual disorder and back pain had resolved. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, dyspareunia, headache and fallopian tube spasm had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube spasm, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Since the essure removal surgery, she feels much better. Removal date provided as (B)(6) 2015; (B)(6) 2015. Number of coils visible within the left uterine cavity: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: FDA codes added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / left side abdominal pain") and pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine and pyelonephritis. Concurrent conditions included urinary tract infection, nauseous, groin pain and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("dyspareunia") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (unilateral left salpingectomy with essure successful removal) and surgery ((B)(6) 2015 robotic assisted total laparoscopic hysterectomy, right salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the abdominal pain, dysmenorrhoea, menstrual disorder and back pain had resolved. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, dyspareunia and headache had resolved and the fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube spasm, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Since the essure removal surgery, she feels much better. Removal date provided as (B)(6) 2015; (B)(6) 2015. Number of coils visible within the left uterine cavity: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 21-mar-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia, headaches , pain, tubal spasm, she did not undergo essure confirmation test", lot number, reporter added from pfs. Concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / left side abdominal pain") and pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine and pyelonephritis. Concurrent conditions included urinary tract infection, nauseous, groin pain and ovarian cyst. Concomitant products included amoxicillin since (B)(6) 2015, cefalexin (keflex) since (B)(6) 2015, diphenhydramine since (B)(6) 2014, famotidine since (B)(6) 2014, fluticasone since june 2014, ibuprofen from march 2013 to december 2015, lidocaine hydrochloride (lidocain) since (B)(6) 2015, magnesium sulfate (magnesium sulphate) since (B)(6) 2014, methylprednisolone (methylprednisolon) since (B)(6) 2014, naproxen since (B)(6) 2015, ondansetron (zofran) since (B)(6) 2015, oxycocet (percocet) since (B)(6) 2015 and vicodin since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("dyspareunia") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (unilateral left salpingectomy on (B)(6) 2015, 14 (B)(6) 2015 robotic assisted total laparoscopic hysterectomy, right salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the abdominal pain, dysmenorrhoea, menstrual disorder and back pain had resolved. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, dyspareunia, headache and fallopian tube spasm had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube spasm, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Since the essure removal surgery, she feels much better. Removal date provided as (B)(6) 2015; (B)(6) 2015. Number of coils visible within the left uterine cavity: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / left side abdominal pain") and pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine and pyelonephritis. Concurrent conditions included urinary tract infection, nauseous, groin pain and ovarian cyst. Concomitant products included amoxicillin since (B)(6) 2015, cefalexin (keflex) since (B)(6) 2015, diphenhydramine since (B)(6) 2014, famotidine since (B)(6) 2014, fluticasone since (B)(6) 2014, ibuprofen from (B)(6) 2013 to (B)(6) 2015, lidocaine hydrochloride (lidocain) since (B)(6) 2015, magnesium sulfate (magnesium sulphate) since (B)(6) 2014, methylprednisolone (methylprednisolon) since (B)(6) 2014, naproxen since (B)(6) 2015, oxycocet (percocet) since (B)(6) 2015 and vicodin since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and headache ("headaches"). In (B)(6) 2015, the patient started zofran at an unspecified dose and frequency. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("dyspareunia") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (unilateral left salpingectomy on (B)(6) 2015, total hysterectomy and (B)(6) 2015) and surgery ((B)(6) 2015 robotic assisted total laparoscopic hysterectomy, right salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the abdominal pain, dysmenorrhoea, menstrual disorder and back pain had resolved. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage, menorrhagia, dyspareunia, headache and fallopian tube spasm had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube spasm, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Since the essure removal surgery, she feels much better. Removal date provided as (B)(6) 2015. Number of coils visible within the left uterine cavity: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received - outcome for the event 'tubal spasm' was added. New reporter was added. Concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and migraine ("migraine headaches"). The patient was treated with surgery (unilateral left salpingectomy with essure successful removal). Essure was removed in (B)(6) 2015. In (B)(6) 2015, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain and migraine had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menstrual disorder and migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.